Event description:
The patient underwent an atrial fibrillation and atrial flutter procedure. The following day, it was reported that the patient had a stroke. Patient has a history of maze and laa closure procedures. A transesophageal echo (tee) was done prior to the procedure to rule out thrombosis. Treatment plan is unknown at this time. The patient was experiencing difficulty speaking and understanding but symptoms improved and patient was discharged 4 days post procedure. There was nothing during the procedure that was not expected. There were no reported performance issues with any abbott device.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.